Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4).

Event description:
The reporter indicated the surgeon used a aa4203tl 17.50 se/2.0 silicone single piece lens with toric optic. Capsule ruptured prior to insertion into the patient's right eye. Doctor decided the capsule was too weak to support. Lens not inserted into eye. There was patient contact. No vitrectomy performed. Lens was not damaged. A 3-piece non-staar lens was implanted. The physician stated the patient has floppy iris syndrome. Cause of this incident is unknown. The physician uses the msi-pm injector and mtc-60c fp cartridge with the toric lenses. The injector used is considered off-label.